Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. Additional information obtained: operative reports received and attached.

Manufacturer narrative:
Pc-(B)(4); date sent: 6/20/2023; b3: only event year known: 2017; d4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of morbid obesity (bmi 44.6) who underwent robotic gastric sleeve procedure. Surgeon utilized a ¿60 mm endogia stapler¿ reinforced with peri-strips with no difficulty noted. The staple line was carried up to the angle of his and stomach was completely transected. The stapler was removed and the surgeon noted all peri-strips were intact with no bleeding from the staple line. Patient returned to the hospital one-week postop with nausea and diarrhea. An abdominal radiography on pod #7 demonstrated ¿a nonobstructive bowel gas pattern,¿ with no radiographic evidence of gross free area. On pod #12, patient underwent an upper endoscopy with endoscopic placement of a nasogastric tube, for small fistula site adjacent to the staple line. During the procedure, some purulence and an indication of leak were identified in the proximal portion of the staple line, and scope revealed an approximately 1.3 x 1.5 cm perforation into a very shallow cavity measuring 2 x 2 cm. The surgeon noted some small subcentimeter fistula tracts within this cavity. The decision was made to place a negative pressure wound vac at the site of perforation, and a 16-french ng tube was placed, and an endo-sponge was fashioned to the tip of the ng tube and placed directly over the perforation site. . Follow up egds showed the fistula to be healing. A final egd one month later showed no apparent leak and the findings in the patient¿s stomach appeared normal. The patient¿s ng tube and endo-sponge were therefore removed, and the patient was discharged.